Event description:
It was reported patient was experiencing high impedance. She¿s not sure how long she¿s been without therapy but has noticed an increase in seizures. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Tablet data was received along with a report that stating patient came in on 6/7, which is when the high impedance was recorded. However, the session report from 6/10 with normal impedance must have been performed on a different tablet because it was not on any of the tablets available. Programming history was checked to determine if the data reflecting normal impedance was present. No such tablet data was found to reflect this report. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Further information received that no high lead impedance was seen at follow-up visit. It was moved around a few different positions and no high lead impedance. It is reported that there could be a micro fracture of the lead, but that everything seems fine other than her impedance is in the high 3,000. The patients mother reports seeing high lead impedance in the hospital. No known relevant surgical intervention has occurred to date.